Manufacturer narrative:
This device did not cause a serious injury, however the event could have contributed to a serious injury. The pt's eye was slightly irritated; no scratches. The ophthalmologist prescribed a prophylactic antibiotic drop to be sure no infection started. The ophthalmologist informed the dentist that rinsing was the right thing to do and she did not expect the pt status to worsen.

Event description:
Dentist called and said that she had a pt that she was treating and gluma desensitizer before placing a filling. She said she had glasses on him but she couldn't set him back all the way. She said that when she air-dried it sprayed into the pt's eye. She asked if it was acidic or basic. I sent her the msds as it lists the ph at 4.0. I asker her if she had time to answer a few questions as we like to document and track the pt's condition. She said she had time. I asked her which tooth she was working on and what procedure she was doing. She said she was placing a lingual on # 7. She said she could only seat the pt back at 45 degrees and she was basically working upside down. She said that she prepared the tooth as usual and applied a small amount of gluma desensitizer. She said when it sprayed the pt did not notice any burning for 5 to seconds. She said she sat him up and rinsed his eyes in a water bath for 15 minutes. She said he did not have any product used at this time and that they called the pt's ophthalmologist and he is seeing her at 4 pm today.